Manufacturer narrative:
Summarized patient outcomes/complications of amplatzer duct occluder were reported in a research article in a subject population with multiple co-morbidities including hyperlipidemia, hypertension, diabetes mellitus, infective endocarditis, and coronary atherosclerosis. Complications reported included hemolysis, bradycardia, heart block, arrhythmia, fever, rash, surgical intervention (permanent pacemaker), unexpected medical intervention (medication), patient device interaction problem (residual shunt), off-label use; these complications are anticipated for the procedure and subject population. Off-label use was associated with implantation in the perimembranous ventricular septal defects (pmvsd). A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device or individual patient information was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product issue with respect to manufacturing, design, or labeling. B3: event date was estimated. D4: the UDI number is not known as the part and lot number were not provided.

Event description:
The article, "transcatheter closure of perimembranous ventricular septal defect and the influencing factors of postoperative arrhythmia in elderly patients", was reviewed. This research article is a retrospective single-center experience to evaluate the influencing factors of postoperative arrythmias in elderly patients aged over 60 years undergoing transcatheter closure for perimembranous ventricular septal defect (pmvsd) and the safety and effectiveness of the procedure. The devices included in this study were amplatzer duct occluder ii, symmetric concentric pmvsd occluder, and asymmetric concentric pmvsd occluder. The article concluded that transcatheter pmvsd closure in patients over 60 is effective but associated with a higher risk of postoperative arrythmia. [The primary and corresponding author was li-li meng, department of congenital heart disease, general hospital, northern theater command, shenyang 110016, liaoning, china, with corresponding e-mail: mlily1227@126.com.] This study included patients who underwent successful interventional occlusion treatment from 01 january 2009 to 30 june 2023. A total of 59 patients were included in the study, of which 27.1% (16) patients received an abbott device. The average age was 62 years. The majority gender was male. Comorbidities included hyperlipidemia, hypertension, diabetes mellitus, infective endocarditis, and coronary atherosclerosis.